Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The mother reported via phone call that the customer had persistent compromised force sensor system alarms. Customer's blood glucose was unknown. Troubleshooting could not occur because the insulin pump was not present with the mother. The mother agreed to return the product for analysis.